Event description:
It was reported that the atrial lead exhibited noise that was reproducible in-clinic with pocket manipulation. No additional information was available.

Manufacturer narrative:
(B)(4).